Event description:
It was reported the pt experiences a shooting pain down his leg when he leans on his scs ipg. The pain occurs with and without system stimulation. Subsequently, reprogramming is to be attempted. Follow-up identified surgical intervention will be taken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.